Manufacturer narrative:
Concomitant medical product: 4068-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision, the venous access on the existing system side of the left pectoral and axillary vein was attempted. The vein was able to be wired, but the inferior vena cava was inaccessible after a venogram demonstrated tight occlusion. As a result, the right atrial (ra) lead was capped and a new ra lead was implanted on the patient¿s other side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.